Event description:
The pt's family member reported that a cartridge cracked and leaked insulin into the pump and behind the display. They said they let the pump air out and the pt is wearing the pump again, but they wanted to make sure it would be okay. They said that they saw a crack in the cartridge.